Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was programmed with a 1.5 u/h basal rate and monitored 3 days. Several bolus were also delivered. Unit delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. No possible under delivery anomaly noted. The insulin pump was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. The insulin pump was received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The insulin pump passed the delivery accuracy test at 0.0875 inches.

Event description:
Customer reported via phone call on (B)(6) 2017 that they had a high blood glucose level of 600 mg/dl. Customer treated with manual injection. Blood glucose level at the time of call was 309 mg/dl. Troubleshooting was performed but could not find issue. Product was returned for analysis.